Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09947, 0001825034 - 2017 - 09760, 0001825034 - 2017 - 09965, 0001825034 - 2017 - 09966. Concomitant medical products: femoral stem, unknown part/lot, acetabular cup, unknown part/lot, femoral head, unknown part/lot, acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.